Event description:
It has been reported that a revision surgery was performed to due to the x-ray localization wire coming apart from the pe-inlay.

Manufacturer narrative:
The returned uni components were examined visually and stereo-microscopically. The purpose of this investigation was to determine the cause for the fractured wire. The received femoral and tibial components showed signs of good cement adhesion. The x-ray wire was fractured into two pieces and pieces of embedded metal from the x-ray wire were found on the articulating surface of the insert. Sem/edxa evaluation of the embedded pieces showed traces of fe confirming the material as wire which manufactured from stainless steel. The articulating surfaces of the tibial and femoral components have scratches and the polyethylene insert has abrasive wear. The wire on the all poly tibial inlay is applied by wrapping a strand of wire into the groove and making a connection with 5 turns and cutting off the excess. If the wire loosens or becomes unraveled at the connection, it may allow the wire to separate from the tibial component. The cause for the fracture in the tibial component wire may be attributed to the wire loosening or becoming unraveled in the patient post-surgery.